Event description:
It was reported that the tubing separated and leaked. The tubing is coming detached right below the silastic portion of the tubing. The tubing has been separating from the slide clamp (not the roller clamp) connected to the blue part about (3) feet below the drip chamber. Several packages of this lot in storage were tested and found to have separated. This lot has been removed from use. There was no patient involvement.

Manufacturer narrative:
Received from the customer on 02/17/2020 were 20 new unopened primary sets model 2426-0007, lot 19126073. The customer did not send in the primary set that this event took place on. The customer¿s report that the tubing separated and leaked was not confirmed. Functional testing did not replicate any separations or leaks throughout the received sets. The root cause of the customer¿s report could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the tubing separated and leaked. The tubing is coming detached right below the silastic portion of the tubing. The tubing has been separating from the slide clamp (not the roller clamp) connected to the blue part about 3 feet below the drip chamber. Several packages of this lot in storage were tested and found to have separated. This lot has been removed from use. There was no patient involvement.